Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a lead safety switch (lss) on the right atrial (ra) lead due to high out of range pace impedance. There was noise noted in the unipolar configuration that resulted in atrial tachy response (atr) epsidoes being stored. Additionally, there was an isloated increase on the patient's right ventricular (rv). The associated leads are non-boston scientific product. It was reported that during device evaluation the patient's rate dropped down to the 30's from 70's on telemetry and there was a five second pause. It was reported that the patient was in an atrial arrhythmia. The patient was in the hospital for non-cardiac reasons and was scheduled to have a colonscopy performed however, was cancelled due to rhythm. The outputs were increased on the rv lead and the lss was programmed off. The configuration on the ra lead remains bipolar. No adverse patient effects were reported. Additionally, the device was programmed to asynchronous mode. This product remains in-service.